Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that when the patient presented in the clinic, a decrease in impedance was observed on the atrial lead. When switched to unipolar, pocket stimulation was detected. An insulation breach was discovered. The atrial lead was capped on (B)(6) 2022 and implanted a new atrial lead. The patient was in stable condition.